Event description:
The pt has two leads from the same lot. It was reported the pt has experienced falls on several occasions. Over time, the pt began to receive inadequate coverage. Reprogramming attempts to provide resolution were unsuccessful. Instead, the pt received stimulation in an unintended area, i.e. Abdomen. The pt will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.